Manufacturer narrative:
The results of the investigation are inconclusive since the device was not yet received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the guidewire could be not fully inserted into the lead. The lead was not used and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal, no anomalies were found.